Event description:
The anesthesiologist wanted to place a thoracic epidural for a patient having a significant abdominal procedure. He placed the metal luer fitting of the 17 gauge tuohy needle on the luer slip fitting of the polyester loss of resistance syringe. He noted that there was a leak at the luer fitting even though nothing was broken. As he continued the epidural placement, he was unable to get a good lock with the syringe. In other words, he didn't feel unmistakable resistance in the plunger of the syringe. He was not able to determine when a clear loss of resistance occurred and was unwilling to "poke around" in the thoracic spine and potentially do damage to the patient's spinal cord.